Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that while the pump was charging, the usb cable connected to the pump had melted onto the usb port and the customer was unable to remove the cable from the port. Reportedly, tandem technical support was unable to verify if the cable was a tandem charging cable. It was unknown if the melting was related to the charging cable, pump, or outlet. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose level was 240 mg/dl.